Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. No product was returned. Manufacturing history shows no deviations or abnormalities. No other complaints have been received for this item/lot number. This is 2 of 2 MDR reports filed on the same event. (Reference 3002806535-2012-00084). This report filed (B)(6), 2012

Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2007. Revision surgery was performed on (B)(6), 2012 due to aseptic loosening. No further information has been received.